Event description:
It was reported that there were concerns this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and several inappropriate shocks for supraventricular tachycardia (svt). In one of the episodes, the patient's rhythm was accelerated into a faster ventricular tachycardia (vt) and eventually into ventricular fibrillation (vf) after several therapies were delivered. A shock converted vf. Additionally, minute ventilation (mv) artifact was seen on the right atrial (ra) lead channel in the same episode. Therapy was exhausted in another episode. The patient reported that she had chest tightness and pain. Ts advised that it is physician discretion to determine if the rhythms are atrial or ventricular driven. Ts suggested a reprogramming option, as well. The device remains in use. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and several inappropriate shocks for supraventricular tachycardia (svt). In one of the episodes, the patient's rhythm was accelerated into a faster ventricular tachycardia (vt) and eventually into ventricular fibrillation (vf) after several therapies were delivered. A shock converted vf. Additionally, minute ventilation (mv) artifact was seen on the right atrial (ra) lead channel in the same episode. Therapy was exhausted in another episode. The patient reported that she had chest tightness and pain. Ts advised that it is physician discretion to determine if the rhythms are atrial or ventricular driven. Ts suggested a reprogramming option, as well. The device remains in use. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event.